Event description:
The service report shows that while performing incoming eval on the unit, the nellcor puritan-bennett service technician found a malfunction/leak of the outlet check valve. The service technician inspected the device and found that the outlet check valve leaf and seat were leaking. The technician replaced both leaf and seat to correct the incoming failure. The unit passed extended service final testing. It is not verified that the unit may have caused a problem, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.